Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no scope image present which was attributed to a bent video connector pin. The cause of the bent video connector pin could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer¿s reported no scope image present which was attributed to a bent video connector pin. The cause of the bent video connector pin in unknown. However, the investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
The olympus sales representative was informed that the customer visera elite video processor has ¿no scope image present¿. The sales representative reported color bars were present when turning on monitor with no scope installed. Three cyf type scopes were connected but no image with the same video processor/cart, however, the three scopes were connected to a second processor/cart and the scope image was present on all three. The customer reported problem was found during a diagnostic procedure. It was confirmed no death, injury occurred and no patient or other was harmed. The video processor will be returned to olympus for service/repairs.